Event description:
It was reported that vacutainer are under filling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported customer is experiencing under filling with vacutainers.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. CAPA# 260774 has been initiated. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vacutainer are under filling with a bd vacutainer® pst¿ gel and lithium heparin (lh) 65 units blood collection tubes. This occurred on 50 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it is reported customer is experiencing under filling with vacutainers.